Event description:
New information received notes the left ventricular lead dislodged, confirmed via x-ray, and was explanted and replaced in a procedure on (B)(6) 2024. The patient was stable.

Event description:
It was reported a patient's left ventricular lead presented with loss of capture. Programming changes were made to inactivate the lead. The patient was asymptomatic.